Event description:
Related manufacturer reference number: (B)(4). It was reported that the implantable cardioverter defibrillator and the right ventricular lead exhibited varying high voltage impedance. Further information was requested however, was not provided.